Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the device is unresponsive for all actions.

Manufacturer narrative:
The insulin pump was received with intermittent up and down buttons response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.